Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, clips did not hold. It was noted that surgical time was extended for more than 30 minutes. Another clip was used to complete the case. There was no patient injury.